Manufacturer narrative:
The reported field event of long charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory notification for extended charge time. The long charge time was reproducible in clinic. The device was explanted and replaced without consequence to the patient. The patient will be followed normally.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.